Manufacturer narrative:
(B)(4). Results and conclusion: another MFR's stent graft.

Event description:
An aneurx stent graft system was implanted in a pt for endovascular treatment of an abdominal aortic aneurysm approx seven years ago. Vessel and aneurysm morphology at the time of implant and the four year follow up were not reported. It was reported that four years post stent graft implant, there was stent graft migration with a type I endoleak (ref MFR #2953200-2011-01231) that was treated with another MFR's stent graft. It was reported that at routine f/u one month ago, it was noted that the other MFR's stent graft had also migrated distally, resulting in a large proximal type I endoleak. Currently, the aortic neck had dilated to 29 mm in diameter without calcification or thrombus but with slight angulation. The current aneurysm size is unk, and the iliac arteries are severely tortuous. The migration was attributed to the aortic neck dilatation. An endurant cuff (ref MFR #2953200-2011-01232) advanced through the tortuous contralateral iliac limb and was deployed without issues. However, the bare stents of the other MFR's stent graft had come close together; the endurant delivery catheter could not be withdrawn due to the constriction. The physician tried to torque the device several times, however, was unable to remove the delivery catheter. The physician inserted a guidewire through the brachial artery and another MFR's balloon was then performed to expand the constricted area of the other MFR's stent struts. The endurant delivery catheter was then removed successfully. No add'l clinical sequelae were reported and the pt is fine.